Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. It was found that all operating currents are within specification on the insulin pump. There were no unexpected battery out limit or weak battery alarms noted. It was noted that the pump passed the self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system test, and excessive no delivery alarms test. There were no external ram error alarms or unexpected restart alarms noted. The pump functioned properly but had multiple displayable history check failed on startup alarms confirmed in the alarm history screen due to corrupted history files. The pump was received with a minor scratched lcd window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he had a high blood glucose in the 400-500 mg/dl range and he had to take a manual injection of humalog with the insulin pen to get relief. Customer's blood glucose was 110 mg/dl this morning when he ate toast. Customer's blood glucose was later 289 mg/dl after giving 5 units of insulin. Customer's blood glucose was 395 mg/dl at the time of the incident. Customer does not want to change the set and does not want to run the high pressure test. Customer was advised that the insulin pump would be replaced as he is uncomfortable with this pump. Customer stated that he has had diabetes for 37 years. Customer stated that his blood glucose has been 456 mg/dl as well as in the 300's mg/dl. Customer keeps changing quick sets and giving manual injections after trying the pump first. Customer stated that his blood glucose still won't come down, so he gives himself a shot. Customer mentioned receiving several alarms in the alarm history.